Manufacturer narrative:
This report is for the same patient as MFR: 2937094-2019-60907. Event description updated with erectile dysfunction and cec adjudication update other relevant history updated with patient medical history atient code corrected to reflect patient problem to urinary frequency. Added code of impotence to capture erectile dysfunction. The device is not available for analysis. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause and controls for complaints related to clinical events were identified. Based on the information currently available, the patient symptoms are known risk associated with this type of procedure. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
The patient underwent convective radiofrequency water vapor thermal therapy of the prostate. The patient was administered IV sedation, paint medication, and general anesthesia. During procedure, a total of 12 treatments were delivered. There were no device observations or adverse events. It was reported that the patient experienced bladder spasm 4 days post procedure for which 5mg vesicare was administered.the patient was discharged with an indwelling catheter. The indwelling catheter was removed 7 days post procedure. At 10 days post procedure the patient was reported to have experienced worsening nocturia and at 11 days worsening of urgency symptoms. At 15 days post procedure the patient was reported to be experiencing erectile dysfunction for which 20mg sildenafil was administered. At 46 days post the index procedure, the patient was reported to be experiencing an urinary tract infection (uti) for which cipro (dose unknown) was administered. The uti resolved 7 days post onset symptom. The patient symptoms of worsening urgency, nocturia and bladder spasm resolved two days post onset symptom. The erectile dysfunction is still ongoing. The investigator assessment of the patient symptoms of worsening urgency, worsening nocturia, uti and bladder spasm were assessed as probable device and procedure related. The patient symptom of erectile dysfunction was assessed as unlikely related to the procedure and device. The clinical end point committee (cec) adjudicated the patient symptoms of worsening urgency, uti and bladder spasm as probable treatment and device related. The cec adjudicated the patient symptom of worsening nocturia as a non-event. This report is for urgency, nocturia, bladder spasm and erectile dysfunction.

Manufacturer narrative:
The device is not available for analysis. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential cause and controls for complaints related to clinical events were identified. Based on the information currently available, the patient symptoms are known risk associated with this type of procedure. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation. This report is the same as MFR: 2937094-2019-60907.

Event description:
The patient was underwent convective radiofrequency water vapor thermal therapy of the prostate. It was reported that the patient experienced bladder spasm 4 days post procedure for which medication (unknown dose and type) was administered. At 10 days post the index procedure, the patient was reported to have experienced worsening of urgency and nocturia. At 51 days post the index procedure, the patient was reported to be experiencing an urinary tract infection (uti) for which medication (unknown type and dose) was administered. The patient symptoms of worsening urgency and nocturia resolved two days post onset symptoms. The patient symptom of bladder spasm resolved 3 days post onset symptom. The uti resolved 7 days post onset symptom. The assessment of the patient symptoms were assessed as probable related to the procedure and device. This report is for urgency, nocturia and bladder spasm.